Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported that a brand new screw driver broke during a case. The screw driver sheared off while putting in an iliad bolt. The screw was all the way down when it happened so it didn't cause any delay. No adverse event reported.

Manufacturer narrative:
The returned device was examined and the tip was found deformed in a manner consistent with screw installation. There were no indications of manufacturing issues which would have contributed to the event. The labeling was reviewed and found to contain instructions regarding device usage.